Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was advised by technical support to inspect and clean the pump components and attempt reloading the cartridge, but the error persisted. Consequently, a replacement pump was arranged. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed on returning the faulty pump.